Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter error occurred. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and a pair new transmitter alert was found within the investigation window. The allegation was confirmed. The root cause is the transmitter error. No injury or medical intervention was reported.